Event description:
Boston scientific provided the following information:both the right atrial (ra) lead and right ventricular (rv) leads were explanted and replaced due to an infection. The right ventricular (rv) lead tip is partially left in the right ventricle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). MDR report mw5146687 and MDR report mw5146686.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.